Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient developed a necrotic skin exactly at the implant site. The patient is no longer able to wear her audio processor. Medical monitoring will be done every week.